Event description:
The customer has observed imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer has an aps track system in their laboratory with two i2000sr analyzers attached. An algorithm has been set up in their instrument manager software and results between 0.03 and 0.3 ng/ml are automatically repeated. The customer provided patient data generated between (B)(6) 2010. Fourteen patient samples had discrepant values that crossed the customer's cut-off of 0.03 ng/ml. This report is for patient #14 of 14 similar imprecision reports. The initial result was 0.034 ng/ml and upon repeat, yielded results of 0.025 and 0.029 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was undetermined. A batch review was performed for the potentially associated lot number (gd874859), with no defects noted.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unknown date, the patient developed peritonitis which did not involve hospitalization. On an unreported date, a peritoneal effluent culture was performed which revealed no growth. The nurse did not provide information regarding treatment. On an unreported date, pd therapy was withdrawn. On an unreported date, the patient had recovered from the event. The patient's concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to pd therapy.